Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure that this left ventricular (lv) lead exhibited high thresholds which resulted in loss of capture. The patient did not experience any asystole. Subsequently, the lv lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.